Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable had physical damage and exposed wires. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information.